Event description:
It was reported that, while preparing for a device replaced, the measured low energy shock impedance was 125 ohms. The last high energy shock impedance was 75 ohms. The patient had some weight gain since implant. Technical services advised, when the new device is placed, do a high energy shock to confirm good system placement. A new pulse generator was successfully placed. There were no known adverse patient effects. The new device and chronic electrode remain implanted.